Event description:
It was reported that during an unknown procedure, the clips were firing criss-crossed or scissored. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) (B)(4). Jaw misaligned, malformed clip. The analysis found that the er320 device was received with the jaws yielded and misaligned. Possible causes for the found yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. In addition, the floor was found to be bent; however, it could not be determined what may have caused the found damage. Upon firing of the device, clips with gap were fed and then, it locked out as intended. The jaws yielded and the floor bent are not related to the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Customer report problem with stuck button during self-test. (B) (4).